Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 9 - overfill alarm) occurred with multiple cartridges. Reportedly, one cartridge was filled with 290 units and the other cartridge was filled with 250 units. There was no impact to the user's blood glucose level. Although confirmation was requested as to whether the user was able to load a new cartridge, it was unable to be confirmed.